Event description:
The patient presented to the clinic for follow up and noise causing aborted therapies was observed. Noise was not reproduced. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.